Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative reported that the patient's nausea and vomiting symptoms returned and an impedance check was performed. The patient's lead was revised due to migration or dislodgement and the implantable neurostimulator (ins) was replaced due to normal battery depletion on (B)(6) 2016. During the revision there were no allegations of a system use issue. The cause of the lead migration was not determined. It was unknown if the patient recovered completely as the revision was today. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.